Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 31g 5mm xtw 5b 100ct ap was blocked. This occurred on 19 occasions. The following information was provided by the initial reporter: needles appear blocked. As per letter from consumer: I have been injecting myself with bd 5mm. Ultra-fine pen needles since 2015. All has been going well till this year. I am finding that some needles will not allow any insulin to flow through, no matter how much pressure I put on the syringe. The problem has been getting steadily worse with each new box of 5mm needles I buy. This current box (bar code supplied) is the worst yet. I have thrown out 19 needles so far and I am not halfway through the box. I normally can tell straight away if the needle is faulty as it is hard to screw onto the syringe, if I do get it screwed on, I can't get any insulin through the needle.

Manufacturer narrative:
Investigation summary: lot#8313682 DHR was reviewed and no qn found. Manufacture records were reviewed, no abnormal was found. Pen needle product has 100% clog test in flowguru station, and defect part will rejected by flowguru station automatically. Checked 10pcs retention samples for visual inspection and clog test, both of the tests passed. No returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation; based on investigation above, the cause cannot be concluded at the moment.

Event description:
It was reported that pen ndl 31g 5mm xtw 5b 100ct ap was blocked. This occurred on 19 occasions. The following information was provided by the initial reporter: needles appear blocked as per letter from consumer: I have been injecting myself with bd 5mm. Ultra-fine pen needles since 2015. All has been going well till this year. I am finding that some needles will not allow any insulin to flow through, no matter how much pressure I put on the syringe. The problem has been getting steadily worse with each new box of 5mm needles I buy. This current box (bar code supplied) is the worst yet. I have thrown out 19 needles so far and I am not halfway through the box. I normally can tell straight away if the needle is faulty as it is hard to screw onto the syringe, if I do get it screwed on, I can't get any insulin through the needle.